Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The results of the investigation are as follows: visual inspection of the returned devices shows that the dove tail is flared out. The devices also exhibit signs of use (nicks, gouges and impaction marks). Review of the device history record identified no related deviations or anomalies during manufacturing. Device is used for treatment. Articular surface is compatible with the tibia, however entire construct compatibility could not be assessed due to insufficient information. Review of complaint history found no additional related issues for this items and the reported part and lot combinations. Medical records were not provided. Root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Complaint is confirmed. Reference report: 3007963827-2021-00103-1. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant devices: psn tib np stm 5 deg sz d r, catalog #: 42-5320-067-02, lot #: 64761920. Reference report #: 3007963827 - 2021 - 00103. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during total knee arthroplasty the 10mm articular surface would not seat flush anterior. Insert was removed and checked for debris and tried different 10mm articular surface with the same results. 11mm articular surface was implanted. The surgeon has performed an estimated 1k+ knee surgeries. Attempts have been made, but no further information is available at the time of this report.